Event description:
It was reported that the bd¿ nestable sharps collector lid was damaged. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged lid of sharps collector. The customer's report is that the lid was not cracked but had a few streaks that looked as if strong pressure had been applied to it."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ nestable sharps collector lid was damaged. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged lid of sharps collector. The customer's report is that the lid was not cracked but had a few streaks that looked as if strong pressure had been applied to it."

Manufacturer narrative:
H6: investigation summary: according to the DHR review process, the result showed there were no issues reported like contamination on lids during the manufacturing process for the lot number (2248938) reported under this complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported for the same part number and issue. According to the sample pictures and information provided, the following observations were made: lid is contaminated in diverse areas. With lot number 2248938, it¿s confirmed this product was manufactured by flex on september 5, 2022. Within global complaint detail report, it¿s mentioned that customer reported the lid was not cracked but had a few streaks that looked as if strong pressure had been applied to it. With the collected information, it can be concluded that this issue is related to the manufacturing process since the line clearance could have been followed incorrectly, causing the escapes of lids with contamination since during the startup of the machine, the parameters are adjusted to what the mold card indicates, so we can ensure that it was during a line clearance event. For this reason, quality alert will be posted to prevent and aware all the personnel involved in the manufacturing process of this product. Root cause line clearance was not performed properly at the time to withdraw defective pieces. Omission error within the visual inspection. Conclusion based on information provided, it was possible to confirm this issue as related to the manufacturing process due to line clearance not followed properly, for this reason, quality alert was posted to aware all the personnel involved. The controls were verified within the manufacturing process in order to reinforce and insure the correct segregation and inspection of the product and confirmed as capable to detect non-conforming conditions in the product. Additionally, no additional complaints were reported for the same issue and part number throughout the last twelve months, being this considered an isolated issue.